Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect free t4 (ft4) result for a 6-year-old boy that had thyroid function testing done on (B)(6) 2025. The following data was provided: free t4 (ft4) results: architect results = >64.35 pmol/l (reference range: 9-19 pmol/l). Beckman result = 1.07 ng/dl (reference range: 0.61-1.12 ng/dl). Other testing provided: free t3 results: architect result = 8.67 pmol/l (reference range: 2.62-5.69 pmol/l). Beckman result = 4.33 pg/ml (reference range: 2.5-3.9 pg/ml). Tsh results: archiect result = 0.7747 miu/l (reference range: 0.27-4.2 miu/l). Beckman result = 2.642 uiu/ml (reference range: 0.38-5.33 uiu/ml). The customer was questioning the elevated architect free t4 value compared to the beckman platform ft4 result. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending data identified an increase in complaints for the architect free t4 assay as well as an increase in complaint activity for reagent lot 68900ud03. However, accuracy testing was performed utilizing a retained kit of complaint lot 68900ud03 and noted that all testing passed, indicating the reagent lot is performing as expected. A review of the device history record did not identify any nonconformances or deviations associated with the complaint lot. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect free t4 reagent lot 68900ud03 was identified.

Event description:
The customer reported a falsely elevated architect free t4 (ft4) result for a 6-year-old boy that had thyroid function testing done on (B)(6) 2025. The following data was provided: free t4 (ft4) results: architect results = >64.35 pmol/l (reference range: 9-19 pmol/l), beckman result = 1.07 ng/dl (reference range: 0.61-1.12 ng/dl). Other testing provided: free t3 results: architect result = 8.67 pmol/l (reference range: 2.62-5.69 pmol/l), beckman result = 4.33 pg/ml (reference range: 2.5-3.9 pg/ml). Tsh results: archiect result = 0.7747 miu/l (reference range: 0.27-4.2 miu/l), beckman result = 2.642 uiu/ml (reference range: 0.38-5.33 uiu/ml). The customer was questioning the elevated architect free t4 value compared to the beckman platform ft4 result. There was no impact to patient management reported.